Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the paper seal of the inner implant box was ruptured when the outer box was opened. The product was contaminated, unusable and needed to be replaced with a new sterile implant. Doe: unknown, unknown affected side.

Manufacturer narrative:
Product complaint # ==>(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate added: d10 corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the packaging was difficult to open. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: unit (work order (B)(4)) was manufactured per specification. Packaging material was correctly used as per bill of materials. Product passed all in process inspection. Product packaging was sealed on: seal0001. Additionally, peel tests were conducted in process and packaging seal data passed specification as per process procedures. There were no anomalies which correlate with the failure mode of the complaint.